Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a small diameter femoral artery and difficult subclavian and direct aortic approach, access was obtained via the transfemoral artery. To achieve a "low profile", the procedure was performed using an introducer sheath replacement. Subsequently, the delivery catheter system (dcs) was advanced slowly and the valve was placed at the annulus. Following valve placement, post-procedure bilateral selective angiography revealed a dissection at the external iliac artery. A stent was placed at the dissection site and the procedure was completed. Additional information was received that the minimum diameter of the access vessel was 5.3mm x 5.8mm with an average of 5.5mm. Per the physician, the cause of the injury was the advancement of the dcs. It was noted that normally, the 14fr and inline sheath are replaced, but the 16fr sheath was used because the blood vessel diameter was narrow. The 16fr sheath advanced without any problems. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23mm balloon and was noted to be stiff, but the leaflets stood up. The inline sheath passed through poorly, and it was inserted slowly. During the first deployment attempt, the depth on the non-coronary cusp (ncc) was deep, along with calcification of the leaflets, causing the valve to not fully expand. Upon the second deployment attempt which was targeted shallower than the first attempt, the depth at the ncc was 3mm. The valve frame remained not circular, but expanded more firmly than the first time, and the left coronary cusp was not contrasted, but in view of calcification, it is n oted to be approximately 8 mm. The valve was fully deployed. The calcium was pressed so much that the sinus of valsalva (sov) was pointed by echo, but the diastolic pressure was low at 33 mmhg, and paravalvular leak (pvl) was more than moderate. Therefore, a post- implant bav was performed. It was expanded at 23mm and the calcification pushed the sov, but it expanded firmly and the pvl was mild.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012224771); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evolutfx-2329 (lot: 0012397883); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a small diameter femoral artery and difficult subclavian and direct aortic approach, access was obtained via the transfemoral artery. To achieve a "low profile", the procedure was performed using an introducer sheath replacement. Subsequently, the delivery catheter system (dcs) was advanced slowly and the valve was placed at the annulus. Following valve placement, post-procedure bilateral selective angiography revealed a dissection at the external iliac artery. A stent was placed at the dissection site and the procedure was completed. Additional information was received that the minimum diameter of the access vessel was 5.3mm x 5.8mm with an average of 5.5mm. Per the physician, the cause of the injury was the advancement of the dcs. It was noted that normally, the 14fr and inline sheath are replaced, but the 16fr sheath was used because the blood vessel diameter was narrow. The 16fr sheath advanced without any problems. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23mm balloon and was noted to be stiff, but the leaflets stood up. The inline sheath passed through poorly, and it was inserted slowly. During the first deployment attempt, the depth on the non-coronary cusp (ncc) was deep, along with calcification of the leaflets, causing the valve to not fully expand. Upon the second deployment attempt which was targeted shallower than the first attempt, the depth at the ncc was 3mm. The valve frame remained not circular, but expanded more firmly than the first time, and the left coronary cusp was not contrasted, but in view of calcification, it is n oted to be approximately 8 mm. The valve was fully deployed. The calcium was pressed so much that the sinus of valsalva (sov) was pointed by echo, but the diastolic pressure was low at 33 mmhg, and paravalvular leak (pvl) was more than moderate. Therefore, a post- implant bav was performed. It was expanded at 23mm and the calcification pushed the sov, but it expanded firmly and the pvl was mild. Additional information was received clarifying that the severity of pvl following deployment was moderate to severe.